Event description:
The device was returned due to no telemetry, which was noted at a routine patient follow up. The patient did not have any symptoms associated with his device. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.